Event description:
The patient's left hip was revised for chronic dislocation. The entire construct came out of the acetabulum.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Surgeon retained.

Manufacturer narrative:
An event regarding dislocation involving an uhr head was reported. The event was not confirmed. Method and results: a visual, functional and dimensional inspection was not performed as the device was not returned. Insufficient information was received for review with a clinical consultant. Review of the device history records indicates all devices accepted into final stock met specifications. There have been no other events for the reported lot. Conclusions: the root cause of this investigation could not be determined as insufficient information was received. Further information such as return of device, x-rays, operative reports, patient history are needed to fully investigate this event. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient's left hip was revised for chronic dislocation. The entire construct came out of the acetabulum.